Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: the notifier declares a defect on the product ler lock syringe 3 pieces 10ml sterilisee rayon gamma (plastipak), ref 300912, lot all in the chemotherapy preparation unit, we have recently been using new 10ml luer lock syringes. As soon as we withdraw coloured products (doxorubicin, a red coloured product for example), the body of the syringe becomes completely coloured.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: the notifier declares a defect on the product ler lock syringe 3 pieces 10ml sterilisee rayon gamma (plastipak), ref (B)(4), lot all. In the chemotherapy preparation unit, we have recently been using new 10ml luer lock syringes. As soon as we withdraw coloured products (doxorubicin, a red coloured product for example), the body of the syringe becomes completely coloured.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.